Event description:
It was reported to boston scientific (bsc) in 2006 that, a customer encountered problems during use of a stent. According to the customer: "physician was ready to deploy the stent [device in question] at the neck of the aneurysm however the stabilizer would not push the stent [device in question] out. During removal they noticed torque and as the stent catheter was being removed, the stent [device in question] partially deployed into the sheath, then a full deployment. Physician placed a balloon in the sheath and inflated it in the middle of the stent [device in question] and then they were able to drag the stent [device in question] out of the patient with the balloon. They used another [bsc] stent, completing the procedure successfully." No patient complications were reported.

Manufacturer narrative:
A review of the lot history record was performed on the related lot [of the device in question] and no quality issues or manufacturing related deficiencies were noted. The related lot [of the device in question] had met all required specifications, and passed all visual/functional inspections. A search in the complaint database was performed and no other complaint has been reported for the related lot [of the device in question]. The micro delivery catheter and stent used in the procedure were returned to the manufacturer on 11/28/2006 for analysis. The stabilizer, guidewire and the sheath used in the procedure were not returned. A physical investigation on the returned complaint sample has been performed. Summary of device evaluation: visual analysis revealed some anomalies on the microcatheter: the microcatheter was stretched and kinked in several places at its proximal shaft length. It is unclear whether this damage had already occurred at the time of the incident or if this occurred in transit. Dimensional analysis indicated that the dimensions that were relevant to this complaint were not out of specification. Functional check could not be performed due to the stent already fully deployed upon receipt. The product returned did not fail to meet device, labeling, or packaging specification. The root cause for this complaint cannot be determined definitively. It is possible that after the operator flushed the system and opened the microcatheter rhv (rotating hemostatic valves) to allow air out in preparation to deploy the stent, the operator forgot to tighten the rhv or did not tighten the rhv enough to hold the stabilizer in place upon device removal when deployment was not successful. Without the microcatheter's rhv holding the stabilizer in place as a whole system during advancement or withdrawal, the stabilizer can easily be advanced to the stent and it is possible that it could then deploy the stent. Another possibility is that the system was not under continuous flush and the space between the guidewire and the stent in the delivery system became occupied by clotted blood. This clotted blood could have created excessive friction between the guidewire and the stent, causing the stent to deploy inside the guiding catheter/sheath. The corrective and preventive actions to address the root cause for "premature deployment (during use)" has been populated. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.